Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. During troubleshooting, it was determined that the issue was due to the piston on the pump not moving to deliver insulin through. The customer reverted to an alternate method of insulin therapy. The customer's blood glucose (bg) due to the issue was 520 mg/dl. The customer addressed their bg with a manual injection.